Event description:
Additional information was received from the patient. They reported they had received a rechargeable implant in (B)(6) 2020. The patient thought they had noticed a change in their bowel function and inquired if this was normal or if this was caused by their ins. Adverse event information was reviewed, as well as the role of the manufacturer help line, and the patient was redirected to their healthcare provider to discuss symptoms. When asked for the event date, the patient stated, "I really don't know. Sometime after we got this thing turned on and going." The patient again mentioned the previously reported return of symptoms. Sometimes before they were able to get their underwear down, they had peed all over the floor "probably a cup full." The patient stated they turned therapy on at the time of the previous call, and had not changed therapy from 0.5 volts that they changed to last time. They inquired if they should increase stimulation or change to a different program. A therapy overview was reviewed. The patient wanted to try increasing stimulation. They confirmed therapy was on at 0.5 volts, on program 3 and increased stimulation to 0.7 volts. They confirmed they were feeling stimulation comfortably and planned to monitor their symptoms now that a change was made. They planned to follow up with the healthcare provider if they were not seeing an improvement.

Manufacturer narrative:
Note: section d updated to unknown rechargeable ins (model # 97810). Updated MFR. Site ID: p1005a/FDA site ID: 2182207. 6a: implanted date: (B)(6). 2020, month/year valid. G8: see MFR report number: 3004209178-2021-11550 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was seen from the healthcare professional: the patient had not been seen at their office so they had no updates.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient wanted to change programs. Patient services asked why they wanted to change programs and they said they had return of symptoms. Patient services asked when that started and the patient didn't know. They said, it has been a long time over a month. The patient checked their settings and therapy was off and they were on program 3. Patient services asked if they knew their therapy was off and they said they did not. One other time the doctor said they used their stimulator 1/3 of the time. Sometimes it was on and sometimes it was off, and they weren't turning it off. Patient services asked when that occurred and they didn't know when that was. They said it had been a while, because they hadn't been to the doctor in a while. The patient turned on their therapy and it was at .6 and they decreased it to .5. Patient services told the patient to monitor symptoms and see if the symptoms improve.